Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-00017. It was reported the lead placed at the s2 vertebral level had eroded through the skin. Patient presented to the emergency room (ER) and was reportedly told the system could be removed in the ER. The patient declined to have the ER remove the system. Instead, the patient's system was explanted at a later date.